Manufacturer narrative:
Device not returned.

Event description:
Reportedly, when customer aspirated the blood from the distal lumen, air was aspirated at the same time during use. Customer removed the catheter. No pt complications.